Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant medical products: cuvette segment, ln: 02p75-01.

Event description:
Hold for ll 5/14/18the customer reports that one patient's lithium heparin sample ((B)(6)) generated architect results of 2.56 mg/dl with the clin chem creatinine assay and 7.2 mg/dl with the clin chem calcium assay. The testing was performed on an architect c4000 analyzer on (B)(6) 2018. A new sample was drawn for a renal profile at a different hospital where a creatinine result of 0.92 mg/dl and a calcium result of 9.1 mg/dl were generated. This second sample was then tested on the customer's c4000 analyzer on (B)(6) 2018 and generated a creatinine result of 0.95 mg/dl and a calcium result of 9.6 mg/dl. All results were questioned by the patient's physician, and no treatment was initiated based on the results. This issue did not happen with any other patient samples. All controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
An abbott technical representative contacted the customer to provide troubleshooting procedures. The customer replaced a dirty cuvette dry tip (list 09d51-02) and cleaned the cuvette segments (list 02p75-01). Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no related adverse trends or systemic issues in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were found, which may have impacted the performance of the product. No returns were made available from the customer site. The architect system operations manual contains information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Section 11: cuvette segment ln: 02p75-01.